Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that multiple knife blades were dull. Procedure details information is unknown. There was no report of any patient harm. Additional information has been requested.

Event description:
Additional information received further clarified that the dull blades were noted during a cataract surgery. An alternate knife was obtained in order to complete the procedure. It was confirmed that there was no harm to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).